Event description:
On october 3, 2007, it was reported to boston scientific corporation that a ttp j-tube enteral feeding device was placed in 2007, (pt age, gender, and weight unk). According to the complainant, seven months prior, the physician performed a "scope testing" and realized that the feeding tube had detached from the hub and "fell into [the] stomach." It was reported that the detached tube was retrieved with a [gastro] scope. At the conclusion of the procedure, the pt's condition was reported as ''good".

Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. A visual examination of the returned device revealed that the feeding tube had detached from the feeding port adapter. Adhesive residue was observed on the proximal end of feeding tube, indicating it had been properly placed inside the feeding port adapter and manufactured according to the procedure. The most probable root cause of the detached feeding port adapter is bond joint failure. A lot number of the suspect device was not provided; therefore, the customer's shipment history was reviewed to identify a potential lot number for the suspect device. Two lots shipped to the customer, prior to the reported incident, were identified. Review of the dhrs for these lots did not identify any mfg process issues. The sept. 2007 15-month ttp jejunal enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trends were noted. (See scanned pages).